Event description:
The nurse reported the pt experienced swelling of hands, itching, vomiting and difficulty breathing approximately one hour into a routine hemodialysis treatment. This was the pt's first treatment using the nxstage system one. Treatment was ended and the pt received benadryl. The pt was transported to the hospital, however, no additional medical intervention was required. The nurse reported the pt previously had a possible dialyzer reaction with itching then as well. The pt continues dialysis treatments using a filter from another manufacturer with no further symptoms occurring.

Manufacturer narrative:
Facility staff attributed the pt's symptoms to a possible dialyzer reaction. There is no evidence of a device malfunction. The user's guide includes adequate warnings to monitor for potential allergic reactions. The pt has had a previous reaction to a dialyzer. The pt continues hemodialysis with a filter from another manufacture without further symptoms. Nxstage medical considers this report closed. No additional info will be provided.